Event description:
Additional information was received that the patient had a generator replacement. The generator was disposed of at the hospital so it will not be returned to the manufacturer for evaluation.

Event description:
Additional information was received that the physician will not be providing any additional information.

Event description:
It was initially reported that the patient was being referred for a generator replacement and lead evaluation. It was reported that the patient unable to tolerate therapeutic settings. The patient was having throat irritation, painful stimulation and tinnitus. It is unclear if the surgery is directly related to these events but the want the notes were written it may be. Surgery is likely but has not occurred to date. Good faith attempts for more information have been unsuccessful to date.